Manufacturer narrative:
H6: the drill and guard in the even were received by the manufacturer. The drill was evaluated and was within specification. The failure was most likely caused by the bur guard coming into contact with the nose cone of the drill while it was running.

Event description:
It was reported that the bur guard cracked while being used in an oral procedure. There was no user or pt injury. The procedure was completed with a different bur guard.